Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were noted in the infusion set tubing after the customer accidentally disconnected the luer lock. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the contact was guided through priming the air bubbles out of the tubing and tightening the luer lock.